Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: navitracker kt a knee & spine, catalog # 20800000007, lot # 55886. Cas fixation pin 3.2d x 150mm sterile, catalog # 20800000010, lot # 63912170. Cas fixation pin 3.2d x 150mm sterile, catalog # 20800000010, lot # 63912292. All poly patella size 2 8 mm thickness, catalog # 00542000802, lot # 64014662. Headed screw 48 mm length, catalog # 00579104100, lot # 64021675. Headed screw 48 mm length, catalog # 00579104100, lot # 64038476. Headless screw 48 mm length, catalog # 00579104200, lot # 63683102. Headless screw 48 mm length, catalog # 00579104200, lot # 63851281. Femoral component precoat size c right, catalog # 00595001302, lot # 62971231. Headless screw 48 mm length, catalog # 00579104200, lot # 64033817. Stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, catalog # 00598003702, lot # unk. Stem extension straight 15mm dia x 30mm length(combined length 75mm), catalog # 00598801215, lot # 63722796. Foreign: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient was revised due to infection. Articular surface was replaced. Attempt for further information has been made, but no further information has been provided.